Event description:
It was reported that pump malfunction occurred with Malf 13 and could not be reset, and no notable events were reported before malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and Technical Support arranged pump replacement while also addressing request for out-of-warranty loaner pump; no additional outcome information was received.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 12 Pro / 2.9.1 / iOS_18.6.2.